Event description:
The manufacturer received info alleging a ventilator's lcd display was broken. There was no pt harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer's service center for eval and the customer's complaint was confirmed. The ventilator's lcd display was replaced to address this issue.